Event description:
There is currently a us-based website, ((B)(6) selling covid tests imitating "flowflex covid-19 antigen home test". They currently list the product on their website as "flowflex rapid antigen covid-19 otc one-pack test" however the tests they shipped and that I received were actually "flowflex sars-cov-2 antigen rapid test" (blue packaging) that match the counterfeit tests described in this acon laboratories recall notice: https://www.aconlabs.com/acon-laboratories-issues-a-nationwide-recall-of-non-eua-authorized-flowflex-sars-cov-2-antigen-rapid-test-self-testing-tests/ the company was selling them as recently as yesterday ((B)(6) 2021) and they are refusing to respond to any questions regarding the tests they are selling. The counterfeit product that they are selling can be found here: (B)(6) the images listed on their website match the correct FDA eua packaging, but the tests they ship are not FDA authorized. FDA safety report ID# (B)(4).